Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Caller was guided by technical support to disconnect tubing at the t:lock, fill tubing again, and eventually saw drops of insulin after completing the fill tubing step. Technical support assisted the caller in completing the load process and resuming insulin delivery.